Event description:
It was reported that the ilet pump intermittently failed to hold a charge after showing a solid green indicator on the charging pad, resulting in very low battery and device shutdown shortly after removal from the charger; the user¿s blood glucose rose into the 500s and later to about 300, and the device resumed normal charging only after using a different wireless charger, consistent with a charging problem involving the battery charger. Symptoms included hyperglycemia without reported associated symptoms. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a power source problem consistent with a charging issue traceable to the charging pad and cable component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.